Event description:
Percutaneous catheter was inserted into a 3-mo-old. Subsequently the catheter developed a leak and was removed. It was noted that the recovered part was "short." Subsequently an x-ray revealed the separation. The lost piece was lodged in the pulmonary artery and required open chest surgical removal.